Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devics: 6945-65 lead; 6940-52 lead, implanted (B)(6) 2001, 5076-58 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient experienced dizziness with a heart rate of 40 bpm, which was below the programmed lower rate limit for the implantable cardioverter defibrillator (ICD) device. The device remains in use. No patient complications have been reported as a result of this event.